Event description:
During thh procedure, bleeding was noted at the cuff because of the delay in establishing pneumoperitoneum. Hemostasis was obtained with standard measures. At the end of the case, a vaginal laceration was also noted to be bleeding. Laceration noted at the 8 position starting 4 cm deep into the vagina and extending proximal to the vagina cuff - this was suture ligated with hemostasis.

Manufacturer narrative:
This complaint is still currently under investigation by our engineering department. Once the investigation is complete, a follow up MDR will be submitted to FDA for (B)(4).